Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device showed abnormal readings (-99) after implantation. The device was removed and replaced with another product, but it also showed incorrect readings one or two hours after the replacement and after rebooting though it had worked properly until then. The surgeon would like to know whether the malfunction was caused by the sensor or the icp express. There were no adverse consequences to the patient. On 12/18/15 per affiliate: we obtained the additional information. Please refer to the following comments to your questions: only one product is listed in the complaint, but it appears that there are three involved in this event (2 microsensors and 1 icp express monitor). Could you confirm the number of products involved and provide product and lot number information, if available; sensors involved. Unfortunately, the second sensor (82-6631) was discarded at the facility, and the lot number is unknown. What was done to resolve the issue: the second sensor was connected to another icp express; however, the display showed a message prompting zeroing without showing a reference number prior to zeroing. When pressing the p?0" key, the same message was showed repeatedly and zeroing could not be done, so the second sensor was also removed. On 12/20/15 per affiliate: your are right. This complaint is about just the two sensors. Thank you for your continued support.